Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Piece of tampon left inside - vagina [foreign body in reproductive tract]. Tampon broke, string at the end of the sanitary napkin broke [device breakage]. Tampon broke when I took it out [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke during removal. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Piece of tampon left inside - vagina [foreign body in reproductive tract]. Tampon broke, string at the end of the sanitary napkin broke [device breakage]. Tampon broke when I took it out [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke during removal. No serious injury reported.